Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws locked closed during use in a procedure. Tissue was torn when removing the jaws. No pt injury was reported.